Event description:
Edwards received information that a patient sustained a coronary sinus perforation. The customer reported the injury was noticed after the removal of the retrograde cannula. The perforation was not noticed during insertion of the device or during infusion of cardioplegia solution. The coronary sinus perforation was repaired, and it was reported the patient was well post-operatively. The customer did not notice any damages or abnormalities on the device before use. There was no difficulty inserting the device and no abnormalities noted on the device after use. The customer also commented that there were no abnormal patient anatomy noted. The device was discarded by the hospital staff.

Manufacturer narrative:
The device was not returned to edwards for analysis. Manufacturing records were unable to be reviewed as no lot number was available. Based on the information received, edwards is unable to determine the root cause of the coronary sinus perforation. There was no reported allegation that a product malfunction contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and precautions: "to minimize trauma to the coronary sinus, exercise care during placement of the catheter and manipulation of the heart while the catheter is in place. Take care whenever repositioning the catheter; do not reposition within the coronary sinus with the balloon inflated. Restrict coronary sinus pressure to no greater than 50mmhg. Continually monitor coronary sinus pressures during infusion. If, during infusion, coronary sinus pressure is less than 20mmhg, consult directions, below. Do not exceed flow of 120 ml/ min to avoid possible balloon over inflation and coronary sinus injury." Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.